Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been in the 400 mg/dl and 500 mg/dl range. She also reported blood glucose values as low as 55 mg/dl. The customer mentioned that she has other health issues to handle. The customer was still working with her health care team to make adjustments to the insulin pump. The customer was not hospitalized. No products were returned or replaced.